Event description:
With no change in IV pump or setting, channel shut down and said channel error. Would not restart. Pump channel was running levophed 4x strength on levo dependent patient. Rn outside o.r. Room witnessed event and intervened prior to patient harm. Pump removed from service and placed in charge nurse office.